Event description:
Ous MDR - after an implantation period of approximately 41 months, oversensing was reported. No adverse patient events were reported.

Manufacturer narrative:
The ICD was not returned for investigation. Thus the analysis is based on the inspection of the lead under complaint. Upon receipt, the lead was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of wear along the lead body. In particular the is-1 connector was severely abraded indicating interaction with the generator housing. However, the insulation was still intact in this region. Further inspection demonstrated in the area of the atrial dipole a fracture of the conductor cable to the distal atrial ring electrode. Additionally the insulation was found rubbed through near the shock coil. These damages can be considered as the root causes for the clinical observations reported in the complaint text. The characteristics of these damages indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors might have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the leads motion. Furthermore tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Moreover a deformed fixation helix was observed in the course of the visual inspection which most likely occurred during the extraction procedure. In order to mechanically inspect the lead, a stylet was inserted but could not be fully advanced within the leads lumen. Thus the functional test of the helix fixation mechanism was not properly feasible. Apart from the fracture of the conductor cable to the distal atrial ring electrode, the electrical analysis did not show any peculiarities. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.